Event description:
A report was recived that during a suction procedure, the catheter came out of the control valve. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.